Event description:
The surgeon needed to place a medium contour-flex valve in a pt with hydrocephalus caused by prior meningitis. The contour-flex valve was primed for the procedure and the surgeon found that it was leaking. Another contour-flex was used in the procedure but it was low pressure valve as opposed to the medium pressure valve desired for this pt.

Manufacturer narrative:
The investigation was completed. Method: examination of the returned device confirmed the reported incident. Examination under magnification revealed leakage at the level of the sole of the valve due to lack of glue. DHR review of the valve cfrm lot 0177006 was reviewed and did not reveal any anomaly. A review of integra complaint tracking database reveals one reported case of leakage. A review of the mfg process was completed. Results: examination under magnification revealed leakage at the level of the sole of the valve due to lack of glue. Conclusion: the root cause is related to a mfg error. Over (B)(4) contour flex valves have been sold worldwide since 2009 and this is the first time such a complaint is received; therefore, we consider this event is related to an isolated operator error. Operators have been retained and a CAPA has been created to investigate any further process improvements. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.